Event description:
This is being filed to report the clip detaching from one leaflet and leaflet damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4. One clip (lot 00316u216) was implanted, reducing mr to 1-2. At a later date the patient returned with the mr increased to 4. It was noted the clip had completely detached from both leaflets and embolized in the patient and could not be located on transesophageal echocardiography (tee). A second procedure was performed on (B)(6) 2022. One clip was implanted without issue. A second clip delivery system (cds) (lot 10816r142) was advanced and placed on the mitral valve. Post deployment the clip detached from the anterior leaflet and tore the leaflet. No treatment was performed and the procedure completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment (slda)) appears to be related to the pre-existing patient anatomy (flail leaflet). The reported tissue injury (torn leaflet) was the cascading effect of the slda. Additionally, unspecified tissue injury is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.